Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total gastrectomy, before the second firing when connecting the reload to the handle, trying to fire after checking the opening and closing of firing, it was not able to fire. The procedure was completed with another device. There was no patient harm.